Event description:
The customer reported having unexplained low blood glucose of 22mg/dl. The paramedics were called and treated her blood glucose. Troubleshooting was performed, and found that the caller give herself a15.0 units bolus before her blood glucose dropped. The customer also stated that the reservoir was showing more insulin than the status screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.